Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece with the helix found retracted with traces of blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.